Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of high blood glucose; customer had breathing pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was still in the hospital at the time of phone call. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting it was reported that insulin gelled. It was also reported that reservoir tube lip had broken off. Caller was advised that insulin pump would need to be replaced.